Event description:
It was reported the programmer fell off of a table to the floor and will not power up. The programmer was returned to the manufacturer and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connection was broke loose from the link electronic module (lem) and the stylus could not select on the programmer screen.